Event description:
It was reported that during a lap nissen, the device stopped working and error code 5 displayed on the generator. Another device was used to complete the procedure. No patient consequences were reported.